Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact on customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.